Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead caused diaphragmatic stimulation. It was noted that 10 days after implant at a follow-up, diaphragmatic stimulation was no longer occurring even at maximum output and the threshold was within normal range. The lead remains in use. No patient complications have been reported as a result of this event.